Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. The implantable pulse generator (ipg) exhibited a pacing rate below programmed parameters and remains in use. The right atrial (ra) lead exhibited an lead position check failure, and the lead remains in use. No further patient complications have been reported as a result of this event.